Event description:
Additional information was received from a patient that reported that there was pain at the implantable neurostimulator site. The patient had a car accident on (B)(6) 2016 and the seat belt pressed into the implantable neurostimulator site (stomach) and had caused pain at the implantable neurostimulator site. The patient had reported that he had pain at the implantable neurostimulator site before that was due to weight loss/gain. The patient reported that he has actually had pain at the implantable neurostimulator site on and off since implant.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4)implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3998, lot# v008902, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had moved and was poking into the belly button and the other end was poking out. They needed to have the stimulator removed due to their pain. If additional information is received, a follow-up report will be sent.